Event description:
I had the essure procedure in 2008. Had three month dye test and everything looked ok. After that my periods have been 7-10 days (at least 3 days longer than before essure). Constant horrid giving birth pain for at least 3 days constant making me almost unable to move let alone take care of my kids. A 2-3 inch thick clots for 7-10 days, horrible constant migraines. Lower back numbness as well as feeling delirious at times. This is every month!